Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Poor cutting of vitrectomy cutter. The aspiration did not fail.